Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Distributor contacted dexcom on (B)(6) 2016 to report, on behalf of patient, a skin reaction that occurred on (B)(6) 2016. The patient's mother stated that during the last 6 months she has noticed a skin irritation after the sensor substitutions. She stated that the problem has become more and more evident. The diabetologist suggested that the patient could have an allergic reaction to the components of the sensor patch. Patient's mother stated that the patient never had such episodes before and the area in which the sensor was inserted didn't have any bruising, injury or other similar conditions. Patient's rash extended in the area covered by the sensor patch. It did not cause any permanent disfigurement or impairment. The rash lasted for about a day and disappeared when her mother applied a specific cream prescribed by her physician. Inserted sensor expired on 06/27/2015. No additional event or patient information is available. An expired sensor was inserted. The dexcom g4 platinum continuous glucose monitoring system user's guide states: do not insert sensors past the expiration date. The expiration date format is yyyy-mm-dd. Insert sensors on or before the end of the calendar day printed on the sensor package label.